Event description:
Customer reportedly obtained results of 42 mg/dl and 101 mg/dl on the aviva system within 10 mins. Customer ate in response to results. No adverse event reported. Requested return of suspect system and replacement was sent.